Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported 08:35 neonate patient blood glucose results of 61 mg/dl on the inform system, lab result of 15 mg/dl. Also reported 12:14 same patient blood glucose results of 50 mg/dl on the inform system, lab result of 15 mg/dl. Meter and laboratory samples for both of the comparisons were obtained at the same time by heel stick, times are the same for the lab result and inform result. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.